Manufacturer narrative:
H2: correction - please see section h6 for new annex a code, a13. This code should have been submitted initially. H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the original complaint was that the images were displaying incorrectly, later it was determined it was operator error and there was no issue with the actual images. The site complained of inaccuracy but once the surgeon repositioned the frame and spun again there was no inaccuracy. Operator error accruing the first set of images. It was noted the surgeon was attempting an off-label use of the frame during a cervical procedure, once corrected there were no issues.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd:- , UDI#:- h3) no hardware parts have been received by the manufacturer for evaluation.  Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown context in an unknown procedure. It was reported that the "machine [was] not giving the correct location after the spin," and the site had to "spin 2-3 times for it to be correct". The image was not displaying as expected on the navigation system. The field representative (rep) believed this was due to user error and incorrect frame placement. Patient impact not provided. Surgical delay not provided.

Manufacturer narrative:
H2) the following box in section 2. )report source) was checked and should not have been, "foreign." This was done on the initial regulatory report submitted on 2026-02-06 for this event, 1723170-2026-00209. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a manufacturer representative went to the site to test the equipment. The system performed as intended and no hardware parts were replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. H2: please see additional codes for the added annex f code, f1908, to represent the surgical delay of less than one hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred intra-operatively during a posterior cervical fusion procedure. The amount of inaccuracy was unknown. The delay was 10 min while the site re-positioned the frame and spun again with the imaging system. There was no impact on the patient outcome.